Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing of noise most likely caused by the combination of low level electromagnetic interference and musculoskeletal potentials. The programming changes were discussed. The patient was in stable condition and would continue to be monitored.